Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in the right proximal area due to a bulging of the device. A surgical procedure was performed, during which, an aneurysm in the right cylinder was identified, and the cylinders were found to be torn. Therefore, the ipp was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, leak and functionally tested. Microscope examination revealed that both cylinders had detached outer sleeves and broken fabric threads from wear/rupture in the middle of the cylinder. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. Both cylinders had a leak from fatigue at a bulge in the middle of the cylinder. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection; no damage or abnormalities were found. No leaks were found in the pump. The pump passed the functional test. The reservoir was microscopically inspected and tested for leaks. Microscope examination revealed that the reservoir had a wear at fold in reservoir shell. No leaks were found in the reservoir. Based on the information available and analysis results, the reason for the hole/perforation and the bulge was most likely determined to be a rupture from a bulge in both cylinders. Additionally, the reported patient symptom is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in the right proximal area due to a bulging of the device. A surgical procedure was performed, during which, an aneurysm in the right cylinder was identified, and the cylinders were found to be torn. Therefore, the ipp was removed and replaced. No additional patient complications were reported.